Manufacturer narrative:
The reported event occurred on a cobas e 602 module (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. Testing of the provided patient sample at the investigation site confirmed the customer's results, with a reactive result of 21.8 coi. Interference analysis indicated reactivity with only one hiv-specific antigen, which is consistent with a false reactive result. Real positive samples typically react with multiple hiv-specific antigens. Calibration signals from (B)(6) 2020 were found to be within expected ranges. The root cause was attributed to a false reactive result for this patient. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant reactive results for two patient samples tested with the hiv combi pt elecsys assay on the cobas 8000 - cobas e 602 module. The first sample, tested on (B)(6) 2020, generated a reactive result of 24 coi. Confirmatory testing was negative. Due to suspicion of a recent infection, a second sample was collected one month later. This sample, tested on (B)(6) 2020, generated a reactive result of 19 coi. Confirmatory testing for the second sample was also negative, including viral load testing (not detected) and western blot (negative).